Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted which found no nonconformances.

Event description:
Baxter (B)(4) received a report that one (1) infusor device would not flow after priming and prior to patient connection. The device was filled with cytostatics. There was no report of patient involvement, injury or medical intervention. No sample available. No additional information.